Event description:
The physician reported the patient underwent a stent assisted aneurysm coil embolization in 2006. The procedure was completed with this device. The physician did not allege any malfunction on the part of the device. Post procedure (approximately 5 months) the patient reportedly had a fatal hemorrhage and expired. The physician reported the patient's death was unrelated to the stent placement. No further information was provided.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation as it is implanted into the patient, and the patient expired. Therefore, boston scientific cannot conclusively determine the cause of the patient's death. Boston scientific will request additional information from the physician regarding this event. If further, significant information is found, a supplemental report will follow.